Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised physio-control that he replaced one of the device's batteries and that resolved the reported issue. Neither the device nor the removed battery were returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's battery pins as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off. There was no report of patient use associated with the reported event.